Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to a necrosis and infection of the skin, which was caused by an impact to the implant site. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the reported issue. This is a final report.

Event description:
The user sustained a head trauma and was afterwards diagnosed with necrosis at the implant site over the reference electrode. An infection was suspected. The user was explanted on (B)(6) 2024.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user sustained a head trauma and was afterwards diagnosed with necrosis at the implant site over the reference electrode. An infection was suspected. According to the clinic there was no device failure. The user was explanted on (B)(6) 2024.